Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in a non calcified vessel. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during inflation at 2 atmospheres for 5 seconds, the balloon ruptured. Another of the same device was used, but the balloon also ruptured at 2 atmospheres for 2 seconds. The procedure was completed with a another of the same device. There were no patient complications nor injuries reported.